Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by retraction lockout testing and no issues were observed relating to retraction failure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction failure. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was a retraction issue and a needle stick (after use). The following information was provided by the initial reporter: the nurse said that when the needle was retracted, the needle bounced abnormally, and when the nurse discarded the needle, she found that her finger had been pricked

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was a retraction issue and a needle stick (after use). The following information was provided by the initial reporter: the nurse said that when the needle was retracted, the needle bounced abnormally, and when the nurse discarded the needle, she found that her finger had been pricked.